Event description:
It was reported by customer that the huber needle was primed and port accessed. Upon flushing port, leaking was noted where the needle attaches to the plastic tube. The needle was in the patient and saline was leaking out from the tubing where it met the needle apparatus. Patient had to be re-accessed. No patient harm. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.